Manufacturer narrative:
Conclusion statement: there was no device failure. Device was manufactured and sol by dow corning wright, who assets were purchased by wright medical technology, inc.

Event description:
Revision surgery was performed for an allegedly broken stem. This component was revised at that time. No complaint was stated.